Event description:
A peritoneal dialysis (pd) nurse reported the patient had confirmed touch contamination peritonitis staphylococcus epidermis. The patient was treated with ancef and gentamycin. No further information will be available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.